Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced difficulty with both distance and intermediate (computer) vision. The iol was subsequently explanted and replaced with a monofocal lens during a secondary procedure. The clinical reason for the explant was identified as a mechanical complication of the original iol. Additional information was requested.

Manufacturer narrative:
Additional information was provided in b.3., b.6., and d.10. The manufacturer internal reference number is: (B)(4).